Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty (ptca). The target lesion was located in the proximal left anterior descending artery. A 4.00x24mm synergy megatron drug-eluting stent (des) was advanced and deployed for treatment. Following deployment, a distal stent edge dissection was observed. Another 3.50x8.00mm synergy megatron des was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported.